Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 8:10 a.m. On (B)(6) 2018, the patient had a meter result of 6.8 inr. At 2:30 p.m. On (B)(6) 2018, a sample from the patient was tested in the laboratory on a stago sta r instrument using the standard stago reagent, resulting with a value of 5.0 inr. The patient's coumadin dose was decreased based on the laboratory value. At 8:10 a.m. On (B)(6) 2018, the patient had a meter result of 4.8 inr. At 2:30 p.m. On (B)(6) 2018, a sample from the patient was tested in the laboratory on a stago sta r instrument using the standard stago reagent, resulting with a value of 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not have medication changed based on the meter results. The patient is currently feeling okay. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks and as of late, it is weekly. The patient was not anemic or polycythemic, did not take heparin, does not have antiphospholipid antibodies, did not take direct thrombin inhibitors, had no recent diet changes, had no new illnesses, and had no unusual bleeding or bruising. The patient has started 2 new medications (carbidopa/levodopa and escitalopram) because of a recent diagnosis. This was not related to meter testing. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.5 inr, qc 2: 3.6 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.